Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a percutaneous transluminal coronary angioplasty, a patient death occurred. The 70% stenosed de novo lesion was located in the proximal ramus interventricularis anterior artery (riva) and proximal to previously implanted stents. Predilation was performed with a 12x3.5 quantum maverick balloon catheter. A promus element stent was advanced but encountered difficulty crossing the lesion. A 3.0x12 non bsc stent was advanced and successfully implanted at the proximal riva. Post dilation was performed with a 3.25x8 quantum balloon catheter. Ivus was performed with a atlantis sr pro catheter. While advancing the atlantis sr pro catheter in the riva slight resistance was encountered. Imaging revealed a 70% stenosed and highly calcified riva. The imaging was successful and the device was removed without any resistance. Approximately three minutes later the patient experienced angina followed by asytole. Patient received immediate treatment with cardiac massage, passive pacemaker and ventilation. Angiography revealed that the vessels and stents were open, but a slow flow of contrast media was observed. A 3.0x12 promus element stent was implanted into the riva exit without any resistance. All big vessels and stents were open, however a no flow occurred. Approximately 45 minutes later the patient died. The physician feels the atlantis sr pro may have triggered a peripheral spasm.